Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. Customer reported blood glucose level was 278 (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.